Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bruising, blistering and broken skin. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the device and the irritation healed. Per patient information and authorization log, the patient decided to end use on (B)(6) 2021 due ef improving. Supplemental report 10/15/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bruising, blistering and broken skin. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the device and the irritation healed. Per patient information and authorization log, the patient decided to end use on (B)(6) 2021 due ef improving.